Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Treatment event analysis concludes: the patient received five inappropriate shocks . Low amplitude oversensing and CPR artifact contributed to the false detections. The response buttons were pressed during the events. Per spouse the patient passed on (B)(6) 2020. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was at home at the time of passing. The patient's spouse reported calling paramedics and that resuscitation efforts were made by the paramedics. Review of the download data, indicates the patient received five inappropriate shocks in response to low amplitude oversensing and CPR artifact. The patient was in asystole at the time of the each treatment at 13:10:37, 13:11:03, 13:14:36, 13:15:01, and 13:15:26. The patient's post shock rhythm for each treatment was asystole. The response buttons were pressed during the detection sequence but not immediately prior to treatment delivery. It is unclear who pressed the response buttons. The patient passed away on (B)(6) 2020.